Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed an onsite inspection and determined that it was an issue with the light bulb. Fse informed the hospital to prepare new bulbs. The fault was repaired by replacing the spare part. The system test passed, and the equipment was confirmed to be functioning normally. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure of the light bulb of the illuminator.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the customer stated that the illuminator had no light output. No error was reported, before calling technical support, and site had used a third illuminator to continue procedure. It was noted that the light module used 707 hours. The procedure was completed as planned with no reported injury.